Event description:
This is a spontaneous case report received from a regulatory authority (mw5039078) in united states on 15-jan-2015 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in 2012 for permanent birth control. It was reported that procedure was done at local hospital. Upon waking in the recovery room, she started complaining of severe pain on my left side. Once she was sent home, the pain increased and a persistent fever developed. A week later, she went back to the doctor and a vaginal ultrasound was done checking placement. Everything was as it should be. Over the course of the next year, the pain became worse and her periods became extremely heavy and painful. There was a constant tugging feeling on the left side sending pain to her back and hip causing severe pain when bending or twisting. The fever was an on and off event along with headaches and on her left side she was feeling hot. She reached at her limit and had a hysterectomy done in 2013 removing tubes, uterus and cervix. Result and assessment of the product technical complaint investigation received on 30-jan-2015: final assessment: this is report from an unknown patient with no contact information to conduct a follow-up. The symptoms reported could not be confirmed. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known, possible, undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. (B)(4). Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced severe pain on left side / the pain became worse. This event, interpreted as pelvic female pain, was considered serious due to medical importance and is listed in the reference safety information for essure. Pelvic pain may occur during and following the micro-insert placement procedure. In this case, consumer experienced this event after essure insertion, starting upon waking in the recovery room. A week after insertion, a vaginal ultrasound was performed and everything was as it should be. Over the course of the next year, the pain became worse. Then, consumer underwent a hysterectomy, removing tubes, uterus and cervix. Given a positive temporal relationship, a causal relationship between the reported event and suspect insert cannot be excluded. This case was regarded as incident since a surgical intervention was required. Additionally, non-serious events were reported. The product technical analysis concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.